Event description:
It was reported that a balloon ruptured. A percutaneous coronary intervention was performed on a 90% stenosed, moderately tortuous, and severely calcified lesion. A 3.75mm x 15mm nc emerge balloon was advanced to dilate the lesion and on the second inflation at 16 atmospheres, the balloon ruptured. The device was removed without any issue with the usual method. It was noted that there was no damage observed with the balloon. The procedure was successfully completed with another device. No patient complications resulted in relation to this event, and the patient was reported to be in good condition following the procedure.